Manufacturer narrative:
Eval is pending upon completed investigation of the product and product was retained at the hospital and will not be sent to zimmer spine. Device manufacture date is unknown.

Event description:
Event detail: revision surgery was on (B) (6) 2010. An incompass 5.5 mm polyaxial screw broke at neck of the screw at s1. The pt fell, was experiencing pain and it was identified that two screws were broken at s1. The date of the fall is unknown. Additional info received from sales rep on (B) (6) 2010. Two broken screws were situated at l5-s1. The surgeon removed the broken screws and reinserted new screws, and added an adjacent level of fusion. The surgeon placed bone chips in the space and the pt's new construct went from l4-s1.